Manufacturer narrative:
(B)(4). Initial report. The product has been requested but not returned. Associated products: medical product: epoly 36mm rlc lnr mrom sz24, catalog #: ep-105994, lot #: 963830. Medical product: 3/8-24 apical hole plug 1/cup, catalog #: 123741, lot #: 400270 . Medical product: ti low profile screw 6.5x40mm, catalog #: 103535, lot #: 648900 . Medical product: rnglc+ ltd hole shell sz54, catalog #: 16-116054, lot #: 530890. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00221 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip procedure at an unknown date. Subsequently, the patient was revised due to unknown reasons on (B)(6) 2015. Patient was again revised on (B)(6) 2021 due to pain and dislocation.

Event description:
It was reported, the patient underwent a right hip procedure. At an unknown date. Subsequently, the patient was revised, due to unknown reasons on (B)(6) 2015. Patient was again, revised on (B)(6) 2021, due to pain and dislocation.

Manufacturer narrative:
Cmp- (B)(4). This final report is being submitted, to relay additional information. Complaint summary: as the product has not been received. The investigation was limited to the information provided. A review of device history records, complaint history and x-ray review. In addition, we have not been provided with any supporting documentation, which could provide additional information. Three anteroposterior (ap) radiographs were provided with cmp- (B)(4). And linked complaint cmp- (B)(4). One radiograph taken on an unknown date before revision, and one full-pelvis and one hemi-pelvis radiographs taken on (B)(6) 2021, ((B)(6) days before the reported revision). Based on information available on file at zimmer biomet, the patient underwent a primary hip replacement surgery on (B)(6) 2007. And a first revision, due to unknown reasons on (B)(6) 2015, during which the acetabular components and femoral head were exchanged. The acetabular liner, femoral head and taper sleeve implanted on (B)(6) 2015 were subsequently, removed and revised on (B)(6) 2021. The need for this second revision surgery is the subject of this assessment. Relevant immediate post-surgery radiographs, i.e. Radiographs taken after the first revision that took place on (B)(6) 2015, are required for the assessment of the initial sizing, positioning and alignment of components under assessment. Although, the quality of the provided radiographs is suboptimal, because their photographs were taken at an angle. The inclination angle of the acetabular shell was tentatively measured on the radiograph taken on an unknown date. And it was found, to be 43.9° (imagej v1.53c, nih, USA). This is in agreement with the recommendations of the ringloc operative technique, that the shell should be positioned with an inclination angle of 40 to 45 degrees. In all provided radiographs, the femoral head appears correctly seated within the acetabular shell. A radiology review of two of the provided radiographs was carried out on (B)(6) 2021, by medical metrics inc. The report states, that mild radiolucency along the proximal femur is seen. Mild osteopenia. No fracture seen. Possible early loosening of the proximal femoral component. Overall fit and alignment of the implant is appropriate. No evidence of trauma. No patient anatomy issues are identified. Note that, based on the information provided, it appears, that the femoral stem originally implanted on (B)(6) 2007 was never revised. And still remains in vivo. The patient is female. Was 62 at the time of primary surgery. And 76 at the time of the second revision. Other patient information (weight, height, contributing conditions or trauma) and surgical notes have been requested, but have not been received at the time of writing this assessment. The manufacturing history records (mhrs), of the option taper sleeve, e1 liner, ringloc shell, the alloclassic stem, the screw and the apical hole plug have been checked and verify, that the parts were manufactured and sterilised in accordance with the applicable specifications. Two possible lot numbers have been provided for the revised biolox delta ceramic head. And it is not known, which one was implanted on (B)(6) 2015. However, the mhrs for both lot numbers have been checked and verify, that all heads were manufactured and sterilised in accordance with the applicable specifications. The instructions for use documents included with the option head, taper sleeve and e1 ringloc liner provided the following information: warnings: biomet joint replacement prostheses provide the surgeon with a means of reducing pain and restoring function for many patients. While these devices are generally successful in attaining these goals, they cannot be expected to withstand the activity levels and loads of normal healthy bone and joint tissue. Possible adverse effect: 8 dislocation and subluxation, due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. The reported event of dislocation cannot be confirmed, with the available information. It is not possible to determine, the cause of the implant revision without better quality radiographs (including radiographs taken after the first revision surgery), patient and surgical information, and without examination of the revised components. However, based on the provided radiographic report, it is possible, that the patient¿s bone quality, especially around the proximal femoral stem (as pointed out in the mmi report), may have been a contributing factor. A review of the complaint database over the last 3 years has found 6 complaints reported with the item 650-1057. And 1 complaint reported, with the item 650-1063(including initiating complaint). Without the opportunity to examine the complaint product. Root cause cannot be determined, due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00221-1. If any further information is found, which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: item not returned.